Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was dim and discolored. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, investigation revealed that the keypad cover was missing from the pump and all key contacts were exposed. The contrast button was found to be unresponsive due to a missing key contact. The up, down, contrast and ok buttons responded appropriately. The keypad was removed and contamination was found under the up arrow and down arrow key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).